Event description:
In 2004, the pt reportedly began to experience a sound percept problem while not wearing external equipment. In september 2004, the pt's family member reports that the pt's performance seems to have deteriorated. The pt reportedly experienced a pain sensation in the post auricular area. In januray 2005, the pt was seen at the center for evaluation. Testing performed confirmed that the device was functioning. In 2005, the decision was made by the cochlear implant team to explant the pt's c1 device. The pt was reimplanted with another advanced bionics cochlear implant.